Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultramini meter was displaying the error 2 message and also reported that the display was frozen. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on four days earlier. She also mentioned that she attempted to test while on vacation and reportedly experienced two low blood glucose events. She only reported that she had low symptoms after the reported issues began (specific symptoms were not provided). However, she reportedly took no diabetes treatment actions following the issue, and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The error 2 issue occurred when inserting a test strip and the condition of the test strips was good. The patient's testing technique was also reviewed to be correct and this issue was resolved when a retest was performed. However, the power issue (display frozen) issue was not resolved when the power button was pressed. After the batteries were reseated, the meter powered off. This complaint is being reported because the pt claimed that she experienced two events where her blood glucose went low after the two alleged issues began. She did not seek any medical attention. The error 2 issue was resolved with troubleshooting, but the display frozen issue was unresolved. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.